Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd maxzero needless connector was leaking. The following information was received by the initial reporter with the following verbatim it was reported by customer that 30 cracked leaking max zero ms10007 connectors.